Event description:
Root of the shaft broke off the instrument during a surgical procedure. The user reported not using force when manipulating the instrument. This was the first time the instrument was used. The shaft broke in half at proximal end close to the handle. No discoloration of stainless steel was noted on the instrument.